Manufacturer narrative:
Product ID: 435135, serial# (B)(4), product type: lead; product ID: 435135, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that they were having problems with a patient¿s pacer.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial#: (B)(4), product type: lead, product ID: 435135, serial#: (B)(4), product type: lead, date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient¿s ¿pacer¿ was not working for them since they got massage therapy. The patient had three leads and two were showing greater than 20,000 [ohms] and one was showing greater than 800 [ohms] with no current indicated. The hcp was not with the patient to do further troubleshooting. No symptoms or further complications were reported or anticipated.